Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly, an obstruction was removed and insulin delivery was resumed. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the pump supplies were changed to address the issue. Reportedly, the pump supplies were in use for more than 3 days. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose was 332 mg/dl.